Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated that he has recently received a replacement insulin pump. Blood glucose value is 245 mg/dl. Customer was advised to disconnect at the quick release and performed a 5.0 unit fixed prime; insulin did exit the tubing. Customer removed the infusion set and the cannula was not bent. Customer did not wish to run an additional fixed prime to determine if connection may be occluded. Customer declined to troubleshoot for high blood glucose. He thought he might not have given himself enough insulin bolus. Customer was concerned about getting another no delivery alarm. Customer was advised to change the entire infusion set and reservoir. Nothing further reported.